Event description:
A (B)(6) female pt contacted zoll lifecor customer support service to report both battery packs do not insert into the monitor anymore. Pt stated, "she switches them every morning but this morning, the batteries only go in about 80% of the way." The pt was not provided with a replacement equipment because the pt ended use.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor's battery pins were slightly bent preventing the battery packs from mating properly to the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The pt was not provided with a replacement equipment because the pt ended use.